Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted via the pt femoral artery. After the iab was inserted, the pump immediately alarmed "helium loss." As a result, the iab was removed with the sheath as one unit. The md stated that he used a 9fr sheath from their stock to insert over the existing spring wire guide (swg). The insertion of the 40cc iab was successful. There was no reported pt death or injury. Medical / surgical intervention was not required. Intra-aortic balloon pump (iabp) therapy was delayed for the timeframe required to prep and insert the second iab. There were no reported pt complications and the pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.